Event description:
The facility representative reported a colleague infusion pump with a damaged battery. The event was reported to have occurred during programming. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during evaluation. The cause was determined to be depleted main batteries cause by user error. The main batteries and harness were replaced to fix the reported condition. Additional information: the user interface module software version is colleague 2006(5.09.90). A service history review found that the device has been previously sent into service for the same reported condition. During previous service the batteries and harness were replaced.